Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run logs available for the questioned samples were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505470 or lot 505627 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505470 and lot 505627 and their components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505470 or lot 505627. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505470, and lot 505627 and their components was performed, and did not identify any internal, or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review performed at the time of the investigation for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505470 did not identify any additional complaints related to the reported issue. The lot specific complaint history review performed at the time of the investigation for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505627 identified two additional complaints related to the reported issue. One ticket was addressed via troubleshooting, and the other ticket was independently investigated concluding no product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lots 505470 or lot 505627 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
The customer reported a positive result generated when running the realtime sars-cov-2 assay, but which repeated as negative when retested. The first run was performed on (B)(6) 2020, which generated a positive result. On (B)(6) 2020 the customer reported that the tip adapter 3 was partially leaking during initialization (ticket (B)(4)). As a result the customer decided to randomly retest some samples. The sample in question was repeated on (B)(6) 2020, and generated a negative result. The customer reported the positive result outside of the laboratory upon initial testing. The negative result was not reported outside of the laboratory. The customer later reported an additional discrepant result. On (B)(6) 2020, the sample in question was run on the realtime sars-cov-2 assay and generated a positive result, which was reported outside the laboratory. Based on the patient's clinical history (as the patient was in the hospital scheduled to be operated), the physician questioned the results and contacted the lab. On (B)(6) 2020, the customer repeated the sample and this time generated a not detected result. Customer again later reported additional discrepant results. On (B)(6) 2020, the customer ran 2 patient samples on the realtime sars-cov-2 assay and generated positive results with a target cycle number around 23. These same patient samples were reported as negatives with starlet (eurobio, seegeene). There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.